Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's right atrial (ra) lead was unable to capture due to dislodgement. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout.